Event description:
Elderly patient underwent a robotic right upper lobectomy and mediastinoscopy, robotic right upper lobe wedge resection followed by an anatomic right upper lobectomy with mediastinal lymph node dissection. Per staff report, the staple was loaded on the endo gia ultra universal stapler 12mm xl and inserted into the patient's chest. The staple jaws failed to close.